Event description:
Kimberly-clark received a report from distributor stating that trach care catheter has been left in the patients bronchial tube. The patient was intubated on (B) (6) 2010. An x-ray was taken on (B) (6) 2010 and did not show anything unusual. On (B) (6) 2010 the patient was re-intubated. At that time the medical staff felt something different and ordered a chest x-ray. An x-ray was performed and a catheter (about 28 cm from the tip / seemed cut at "28" marking) was found left in the patients' bronchial tube. The catheter was removed at that time. Additional information received from distributor stated " according to the hospital, they cut the et tube of the patient 3 times to shorten it and that it is highly possible they have cut the tc catheter together with the et tube." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified (B) (4).

Manufacturer narrative:
The sample was not returned by the customer to kimberly-clark for evaluation. The lot number provided was aa9300004, and this number format does not correspond to any lot produced. The recent manufacturing history for stock code (B) (4) was reviewed, and a similar lot number was identified, aa9300u04. Based on the close correlation with the lot number identified by the initial reporter, lot aa9300u04 has been defined as the lot involved in the incident reported by the customer. The device history record (DHR) for code (B) (4) with lot number aa9300u04 with an expiration date of june, 2011was reviewed. No similar observations were noted by the quality auditor. Based on the information provided by the initial reporter, this event was likely associated with a user error whereby the catheter was inadvertently cut while the et tube was shortened by cutting. (Note: the et tube was not reported to be a kimberly-clark device). Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by distributor.